Event description:
It was reported that the caller experienced a malfunction on the pump, identified by malfunction code malf 5, with no notable events occurring prior to the issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, so there was no adverse impact. The customer was advised to use multiple daily injections as backup therapy to ensure continuous insulin delivery.